Event description:
It was reported that the patient had a 2.5 x 28 mm xience prime stent implanted. Approximately 14 months later, the patient returned and was treated for restenosis. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated implant date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.